Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The other two devices were not reportable: the device was returned in good physical condition. The device was tested with a generator and was functional; the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device was returned in good physical condition. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was tried to be attached to the hand piece. It is possible that the damage in the metal ring did not allow the device to be torque properly and return an error code message or instrument error. The housing of the hand activation contacts is damaged. It should be noted that at least 200% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, the blade of the 1st complaint device was broken off on an instrument rack, so the broken piece was left inside the patient. The 2nd device could not be rotated. The tissue pad of the 3rd device was wobbling. The tissue pad did not detached from the clamp arm. Gen04 was used. The 4th device was used to complete the case. There were no adverse consequences to the patient. Three devices will be returning.